Event description:
A racer biliary stent system was inserted into a patient for the treatment of a renal lesion. Vessel morphology is severely calcified with no tortuosity. It was reported that the stent dislodged from the delivery system due to the stent catching on the severe calcification in the vessel. The stent was successfully snared from the pt. The stent and delivery system were returned, and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.